Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump infusing low of upper limit which was reproduced as an under infusion. The under infusion was verified through and found to be caused by the pressure plate travel being out of adjustment. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infuses low of upper limit. There was no known patient injury or medical intervention associated with this event. No additional information is available.